Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "no video image" involving pentax model ec-3890li/serial (B)(4). Additional information from the user stated the event occurred during pre-inspection check. No further information was provided. The device was returned to pentax on 07/06/2021. Pentax service inspectional findings included: image distorted, passed dry/wet leak tests. Repairs were performed on the device which included replacement of the following components: pcb for ccd drive pb-free, electrical connector assy. The device has been routinely serviced by pentax since install.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.